Event description:
It was reported that during an implant procedure, the patient experienced a decrease and loss of sensory and motor signals in the lower right and left extremities. The physician decided to abort the procedure, and the patient was reportedly doing well.